Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The surgeon has reported a refractive surprise with this lens. The icl remains implanted.

Event description:
Additional information received - the facility reported the patient had complained about his visual acuity immediately after implantation of the icl but after the usual period of adjustment, the patient became used to his vision and the lens will remain implanted.

Manufacturer narrative:
Age-date of birth - unk. Patient weight - unk. Outcomes attributed to adverse event - unk. Explanted date - unk. (B)(4). Refractive surprise. Device evaluated by manufacturer: lens remains implanted. (B)(4).

Manufacturer narrative:
Method: work order search, device history record review results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. (B)(4).